Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was attempted to be implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician attempted to implant the stent graft. The device was opened by hospital staff to be prepped for the procedure. Before loading the device after prep, it was noted that there appeared to be a kink in the graft cover. All in attendance felt that the device had not been fully removed from the shipping cradle when trying to load it onto the wire from the back table, and was kinked in the process. The device was not used, and a second cuff was implanted without issue. The device will be returned for analysis. No clinical sequelae were reported and the patient is fine. Upon inspection of the delivery system, there was a kink in the graft cover 37.2 cm from the distal end, with a corresponding kink in the tray. There was also damage to the returned box. The event was confirmed; there was a kink in the graft cover with corresponding packaging damage. The root cause of the event could not be conclusively determined during analysis; however, was likely due to shipping/handling.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.